Event description:
It was reported, that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration: corrected information; d4: catalog no: corrected information; d4: serial no: corrected information; d4: lot no: corrected information; d4: expiration date: corrected information; d4: UDI: corrected information; h2: type of follow up: additional information/ device evaluation: correction; h3: device evaluated by mfg- additional information; h4: device mfg date: corrected information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.